Manufacturer narrative:
Complaint evaluation: the field service engineer (fse) confirmed the defibrillation failures. The fse replaced the processor pca which did not resolve the problem. The device needs a patient connector assembly. Customer resolution and conclusion: upon conclusion of the evaluation, it was determined that the patient connector assembly requires replacement. It was replaced. The device passed testing and was put back into service.

Event description:
It was reported to philips that the device keeps giving failures in the defibrillation test.